Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was checked prior to a device replacement procedure, and impedance measurements were noted to be normal with the device. During the procedure, the lead exhibited impedance measurements of greater than 3,000 ohms. The physician visualized an insulation problem, and noted that the lead was rubbing against the lateral plastic portion of the old device. It was assumed also that a lead fracture occurred. The lead was therefore surgically abandoned. No adverse patient effects were reported.